Manufacturer narrative:
Concomitant products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2014, product type: catheter. Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2014, product type: catheter. Product ID: 8590-1, lot# n099593, implanted: (B)(6) 2007, product type: accessory. (B)(4).

Event description:
It was reported that the patient experienced increased spasticity. Volume discrepancies, with unknown expected and actual reservoir volumes, occurred. The event date was indicated to be (B)(6) 2014. A system replacement was done the following day and the healthcare provider (hcp) had difficulty aspirating the catheter. The patient status at the time of this report was indicated to be ¿alive-no injury¿. The device system was used to deliver baclofen. The patient¿s medical status prior to the event, cause of the event, and final patient outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).